Event description:
Pt was admitted with rhabdomyolysis and a history of seizure disorder, paranoid schizophrenia, hypertension, diabetes mellitus and hypothyroidism. Two days later pt's head and neck became entrapped between the bars of the top siderail of the bed. Pt's head could not be extracted. Pt subsequently sustained cardiopulmonary arrest at which time their head was extracted from between the siderails. Despite acls, pt expired.

Event description:
Made several trips to inspect bed to see if siderails were functioning properly, but each time, account said bed was not available.